Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock during a past procedure where the patient had a tumor removed from his neck. It was suspected that the tachy episode occurred because a magnet was not applied during this procedure. The patient also discussed shock testing at implant and previous interrogation difficulties resolved by plugging in the programmer. This ICD remains in service. No additional adverse patient effects were reported.